Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. An electric continuity test was performed and passed. The instrument was fully functional. No product issue was identified. The instrument passed energy delivery.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument tip sparked while cauterizing inside of the patient. No other instruments were near the long bipolar grasper instrument and a backup was used and functioned fine. The procedure was completed with no reported injury. The customer indicated the arcing appeared to originate from the tip of instrument to the abdominal wall. The instrument tip(s) did not touch any staples, clips or sutures while energized. It is unknown what the surgeon believes caused the arcing event. No patient injury was noted, and the patient has not returned to the hospital. Patient demographics were obtained.